Event description:
Complainant alleged that during transport of a pt the device failed to discharge. Complainant indicated that the medic inadvertently pulled the mfc cable and damaged the connector from the unit. The device was then unable to deliver therapy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.